Event description:
It was reported that intermittent losses of out-of-range issues occurred between the transmitter and pump. The customer experienced a blood glucose (bg) level of 553 mg/dl. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the pump and transmitter regained connection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.